Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous internal iliac artery lesion with 70% stenosis. An 8x100 mm absolute pro self expanding stent (ses) system was advanced to the target lesion; however, when a third of the stent had been released, the thumbwheel became immobile and the stent was unable be deployed further. An additional 8x100 mm absolute pro was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.